Event description:
Patient had surgery on (B)(6) 2012 for removal of intrauterine device along with a loop excision of the cervix. The patient was stable postoperatively. The patients admitting diagnosis was "cervical dysplasia."